Event description:
It was reported that the customer had begun pump therapy and receiving a no delivery alarm on the insulin pump. Customer stated that she was walked through the set change process and was able to troubleshoot the issue. However, now she is receiving a second no delivery alarm. Customer's blood glucose level was 407 mg/dl. Customer was advised that she would need a spare infusion set, reservoir, and possibly some insulin to troubleshoot for high blood glucose levels and no delivery alarm. Customer does not have the spare pump accessories at work. Customer was advised to take measures to correct her blood glucose level and contact her health care professional if she has further issues. Customer was also advised to call the helpline back when she has the spare pump accessories for troubleshooting. No additional information provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.